Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia solution was not cold. The cardioplegia pump was started and the cardioplegia cooler-heater was placed in the cooling mode. The flow of cardioplegia solution was not impeded, just that the heat exchange was impaired. The cooler-heater was changed first, but had no impact on the ability to cool the cardioplegia below 20 degrees celsius. A back-up conducer bracket was located and mounted on the pump. The conducer heat exchanger was moved over to the new water supply bracket. The bracket was tested and the cardioplegia solution was cooled as expected. As a result, an alternate device was employed. There was a delay in procedure of eight to ten minutes as additional components were tested and changed out. The surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.